Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips jammed and fell out of the instrument. There was no pt consequence. It was not reported how the case was completed.